Event description:
It was reported to philips that the system failed to boot due to defective flexvision pc and hdd on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc without hdd and the hard disk spare part, restoring the system and returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).